Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by the user facility: there were no pump alarms reported, just that the pump failed to infuse. The incident did happen on a patient but no injury to the patient occurred.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report (B)(4). Iinvestigation results: the reported issue was not present during investigation. Delivery accuracy of 250ml/hr and 25ml tested in spec at 6 minutes 2 seconds or 99% of expected accuracy. Pump ran 24 hours with no interruptions or alarms.